Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Twelve months of complaint history data was reviewed for this product icc. Based on the review, 2 cases were registered for this complaint issue with this product icc number within the previous 12 months.

Event description:
It was reported a (B)(6) woman presented to the facility with a burn from an iron. She was reportedly treated using an extra thin dressing. Approximately two weeks later, she again presented with the erythematous oozing patch with edema, a suspected of allergic contact dermatitis. A patch test was performed and the physician confirmed a positive reaction to colophonium. The patient was diagnosed with allergic contact dermatitis due to hydrogenated rosin in the dressing.